Manufacturer narrative:
Date rec¿d by MFR: 30oct2019. Date of report: 31oct2019. Bench repair engineer ran battery operating time, all testing passed. Created a low battery error message by creating a high flow disconnect, battery ran for 2 minutes. Reconnected alternating current (ac) power, hit alarm reset error goes away. Unable to duplicate customer complaint. Replaced system battery and repeat testing. Ran performance verification, all testing passed. Notified customer about this issue. Bench repair engineer replaced the battery. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019.

Event description:
The caller reports that the unit will only operate on battery for about a minute. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no report of harm to the patient or user.